Event description:
New information received notes that the patient was given medication to treat their ventricular tachycardia.

Event description:
It was reported that the patient presented in the hospital emergency department for episodes of ventricular tachycardia (vt) and a remote transmission was sent via merlin on demand. It was noted that the patient's right ventricular (rv) lead exhibited out of range defibrillation impedance and did not provide high voltage therapy because vt was under the therapy zone. The vt was resolved through the assistance of medical personnel. No programming changes took place at the time and the patient would continue to be monitored. The patient was in stable condition.